Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, cause was not established for discharge of foreign material from the control body. A root cause could not be identified, based on information obtained from the customer the foreign substance (black water) likely resulted from water ingress into the endoscope and its mixing with molybdenum disulfide inside the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited discharge of foreign material from the control body. There was no patient involvement.